Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon experienced a failure during a cepod list (emergency theatre). The device was being used during an emergency bleed. No further information provided.